Event description:
The device was connected to a pt and reportedly reset itself and displayed a test screen. The device was allegedly turned off and back on and the reported malfunction recurred. The pt's outcome and details were not reported to mpc.

Event description:
The device was connected to a pt and reportedly reset itself and displayed a test screen. The device was allegedly turned off and back on and the reported malfunction recurred. The pt's outcome and details were not reported to mpc.